Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use the protégé everflex self-expanding stent for treatment a lesion in the patient¿s mid common iliac artery. The lesion was described as being a soft plaque lesion with minimum calcification. No special tortuosity was reported. The artery was pre-dilated. The physician was reported to have advanced the catheter - no excessive force or resistance was encountered. It was reported the physician was unable to deploy the stent as it was reported to be blocked. During removal, the stent became stretched and dislodged. Part of the stent broke off as a result; the remainder of the stent and the catheter were removed from the patient. A piece of the stent remained in the patient - the physician over-stented this part of the stent and caged it to the vessel wall.

Manufacturer narrative:
The protégé everflex self-expanding peripheral stent system was received for evaluation. No ancillary devices or cine images from the procedure were received. The protégé stent delivery system, (sds), was received with the sds outer sheath retracted and a portion of the stent exposed. A kink of distal assembly inner guidewire lumen was noted just distal of the exposed portion of the everflex stent. The fracture face of the stent appeared to be torsional and tensile. It was noted that no liner material was protruding from the struts of the remaining fractured section of the stent. The sds exhibited a kink in the catheter distal of the printed strain relief, a bend in the stainless steel hypotube, and the deployment paddles approximately 62mm apart (54.0mm ¿ 62.0mm). Backlighting of the distal end of the outer sheath indicated that the remaining portion of the stent remained engaged with the stent retainer. A 10cc water filled syringe was attached to the proximal hub luer lock and the guidewire lumen was flushed; sanguine tinted fluid was flushed from the distal tip of the sds. The inner guidewire lumen was flushed until fluid appeared clear. A 10cc water filled syringe was attached to the stopcock luer lock and the annual spaces of the sds were flushed; sanguine tinted fluid was observed exiting the distal end of the outer sheath. A 0.035¿ guidewire was loaded through the distal tip of the sds but would not navigated past the kink in the catheter just distal of the printed strain relief. The 0.035¿ guidewire was loaded through the proximal hub luer lock and would not navigated past the kink in the catheter just distal of the printed strain relief. The kink in catheter most likely happened when the sds section of the catheter was not supported by a catheter, (e.g. Post-procedure). After flushing the annual spaces, the distal end of the outer sheath was examined with the aid of magnification. Biological material was observed intermingled within the stent struts. An attempt was made to deploy the stent but it would not deploy. The stent was then withdrawn into the outer sheath by pinning the distal deployment paddle and pulling the proximal deployment paddle. The proximal paddle was then pinned, and the distal paddle was then pulled. Damaged to the outer sheath was noted just proximal of the outer sheath distal radiopaque marker band. A strand of liner material was noted protruding from the stent struts. The strand of liner material was most likely skived from the outer sheath liner when the stent was pulled back into the outer sheath. The strand of skived outer sheath liner material was removed from the distal end of the outer sheath. The proximal deployment paddle was removed to allow greater deployment travel distance to expose the retainer. In the attempt to deploy the stent a stent strut ripped the distal radiopaque marker band. The most proximal half a stent cell row was removed from the sds. If information is provided in the future, a supplemental report will be issued.